Manufacturer narrative:
(B)(4). Shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners. Concomitant medical products: item# 00771101320 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset lot# 61308730 item# 00877504002 bioloxâ® delta, ceramic femoral head, lot# 2622735 item# 00877501240 bioloxâ® delta ceramic taper liner, size kk / 40 i.d. For use with 56 mm o.d. Size kk shell lot# 61991159. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04502.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 6 years ago. It was reported that approximately 5 years post implantation periosteal cortical hypertrophy was identified on an xray. Attempts have been made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565 -2018 - 04528.